Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the patient presented with a non-st elevated myocardial infarction. Two xience sierra stents (3.5x18mm and 3.0x12mm) were implanted on (B)(6) 2021. On (B)(6) 2021, the patient was admitted with chest pain (angina). Unspecified treatment was performed and the final patient outcome is unknown. No additional information was provided.